Event description:
Reporter performed 10 blood glucose tests and each test resulted in different readings ranging from 139 to 331 mg/dl. Timing of tests is uncertain. No symptoms reported. Reporter stated that she has been on blood thinners which, at times, will result in her placing too much blood on the test strip. She does not remember the last time she cleaned her meter, because her daughters took that responsibility. A control solution test using new test strips resulted within range of 119 (92-138). On follow-up, reporter said 2 tests were back to back, within 5 minutes. Results were 300 and 132 mg/dl.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8